Manufacturer narrative:
Block e1: this event was reported by the distributor. The reported physician and healthcare facility information are: (B)(6). Block h6: problem code a0501 captures the reportable event of loop detachment. Block h10: (product investigation): one captivator snare was received for analysis. Visual and microscopic analysis of the returned device noted that the flare (working length) was detached. In addition, the loop was in good condition. The reported event of "loop detached" could not be confirmed since the loop was in good condition and was not detached upon return. However, the flare (working length) was detached. Based on the information available and the analysis performed, the investigation conclusion code is manufacturing deficiency. An investigation to address this issue is in progress. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was to be used in the fundus of the stomach to remove a polyp during a polypectomy procedure performed on (B)(6) 2021. When the device was unpacked, it was found that the device was in a fractured condition. Reportedly, it was physically damaged or detached. The procedure was completed with another captivator snare. There were no patient complications reported. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was to be used in the fundus of the stomach to remove a polyp during a polypectomy procedure performed on (B)(6) 2021. When the device was unpacked, it was found that the device was in a fractured condition. Reportedly, it was physically damaged or detached. The procedure was completed with another captivator snare. There were no patient complications reported. The patient's condition at the conclusion of the procedure was reported to be stable.